Event description:
It was reported that the patient stated the tips on some of the coude intermittent catheter were curved more than the others.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. The device did not fail to meet relevant specifications. The product was used for treatment purposes. The product had not caused the reported failure. As the reported event was unconfirmed, device history record review and labeling review was not required. Correction: h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient stated the tips on some of the coude intermittent catheter were curved more than the others.